Event description:
It was initially reported that during a gfu upgrade, the physician had two communication failures. The initial interrogation went fine, but then there were two successive communication failures. Once the wand battery was changed, the upgrade was successful. However, when the company rep interrogated the generator after the upgrade, he could not establish communication. Rep did a magnet reset of the generator and was able to establish communication. Another gfu upgrade was done and the upload was successful. The final interrogation of the generator was fine. However, end-of-service (eos) initially prior to upgrade was 7.8 years and after the gfu upload it was 6.7 years. There was a drop in the eos calculation. From examination of the software flashcard data, it was determined that the demipulse generator ram seems to have been corrupted following the gfu. Further examination of this data has revealed that this corruption results in permanent miscalculation of the time remaining until end of service (until the device is within 6 months remaining until eos, at which time the calculation will be accurate), temporary inaccurate magnet activation history display, phantom magnet activations, and a change in the total operating time stored in the generator. The corruption does not appear to alter the therapy that is delivered to the patient. The manufacturer continues to investigate this event, as the exact cause of the corruption of the generator ram remains unknown.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed.